Event description:
Practitioner reported that at the beginning of july, a patient began to experience discomfort and burning sensation. The patient continued to try to wear contact lenses for about 2-3 weeks (different pairs) and when symptoms still persisted at the beginning of (B)(6), the patient saw the doctor who diagnosed ulcerative keratitis. The patient was treated over 20 days with tobrex eye drops, vitapas ointment, and floxal drops and ointment. The patient finished treatment and resumed contact lens wear. When wearing lenses, some discomfort was still experienced.

Manufacturer narrative:
The reporter returned documentation and contact lenses to the incorrect address and the package cannot be located. The product lot number is not known. Based on all available info, no causal factors can be determined and no conclusions can be drawn.